Manufacturer narrative:
Surgical manipulation is involved. Drilling the ilium zone of the pelvis is a common procedure during total hip arthroplasty surgery. Any surgeon learned anatomy of hip region. No drilling end-stop can be developed for this drilling step. Because of the anatomy of the pelvis, it is impossible to anticipate the drilling depth. Surgical manipulation is involved.

Event description:
Accidental perforation of right iliac vein.